Event description:
Attempt to place right ij central catheter. The needle was introduced with good venous blood return. The guide wire was advanced through the needle and fed smoothly. Then the wire stopped advancing and would not retract. Attending called to bedside and was unable to dislodge wire. Vascular surgeon called. Xray of neck soft tissue revealed wire extending into the soft tissues of the right neck demonstrated multiple kinks and wire fractures. The intact guide wire was safely removed by the vascular surgeon without incident. No bleeding or hematoma and patient remained hemodynamically stable.